Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture (loc). A revision procedure was performed where the lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.